Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for a low blood glucose (bg). The exact bg value was not provided. The customer was not hospitalized and the contact declined to discuss the event.